Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-may-2026, arthrex was notified via email of a case study published in 2024 by the american journal of sports medicine, titled ¿clinical outcomes and graft resorption after metal-free bone block suture tape cerclage fixation for recurrent anterior shoulder instability: a computed tomography analysis¿. The study reviewed twenty-three (23) patients that underwent surgical treatment for recurrent anterior shoulder instability and anterior gbl, using metal-free fibertape cerclage (arthrex). During the 24-month follow-up period, two (2) patients experienced clinical failure (subluxation or dislocation). Source: hachem, a. I., et al. (2024). "Clinical outcomes and graft resorption after metal-free bone block suture tape cerclage fixation for recurrent anterior shoulder instability: a computed tomography analysis." Am j sports med 52(6): 1472¿1482.